Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 3.5 mmol/l, 8.0 mmol/l, and 4.1 mmol/l. The patient has two accu-chek aviva meters in use, but was not sure which meter was used for the result comparison. The same test strip lot number was used for the results.